Manufacturer narrative:
Additional information: the results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Due to unknown procedural conditions, we are unable to conclusively determine the cause of the reported event and the cause remains unknown. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.

Event description:
Following an atrial tachycardia procedure, a pericardial effusion occurred which required a pericardiocentesis to stabilize the patient. After the procedure, a tte was performed which showed no pericardial effusion. Later, a pericardial effusion was noted by medical staff. A pericardiocentesis was performed and approximately 700cc were drained from the right side and the patient stabilized. No infusion was needed. There were no performance issues with any abbott device.